Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the photographs appeared to be depicting an ongoing surgery and, in each picture, a single use loading unit (sulu) was seen in the patient cavity. Microscopic inspection noted that there were no witness marks from the needle tip impacting the beveled wall and no shearing or deformation was observed around the toggle switch or on the flat pin which found it to be properly oriented. Also, no abnormalities were observed for the center rod and the metal blades of the instrument. Functionally, the instrument was loaded with a test needle which was applied to test media. The returned instrument was found to function properly, and the test needle remained intact. There was no difficulty experienced in loading, unloading or toggling the test needle in the instrument. It was reported that, or time was extended by >30 minutes resulting from product failure and the needle fell out of the jaws of the device. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing the vaginal cuff on a hysterectomy procedure, surgeon had 4 needle that fell off the device and fall into the patient. Needles were retrieved. Procedure had trivial delay and was extended 30 minutes due to device issue. Surgeon was able to close the vaginal cuff. There was no patient injury.